Manufacturer narrative:
The returned pt samples (plasma and serum) were tested by ocd qa. Testing was performed with both 15 min and 40 min incubation, no reactivity was observed with vra102. Qa performed retain testing to confirm reactivity of the s antigen. Results were satisfactory.